Manufacturer narrative:
The device in question was not available for technical analysis. The gdftrd was used for the treatment of a lesion in the stomach. After one week the clip fell off the tissue, resulting in a perforation. The initial treatment was successful, there are no indications of a device failure. On the picture provided, the clip appears to be in good position. This case can be considered a postprocedural, clinical complication. In rare cases the clip may detach before healing. The risk of subsequent clip detachment is mentioned in both the instructions for use and in our training courses.

Event description:
The gastroduodenal ftrd was used for the treatment of a lesion in the stomach. The initial treatment was successful; the clip was applied as intended. After one week it was noticed that the clip had subsequently fallen off the tissue. The resulting perforation was closed by a wedge treatment.